Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "received ap cal data not read alarm,exchanged pumps, then placed a new iabc because the same ap cal data not read alarm persisted. Theyremoved the fiber and continued transducer, and the patient was appropriately pumping". The patients current condition is reported as "fine".

Event description:
It was reported "received ap cal data not read alarm,exchanged pumps, then placed a new iabc because the same ap cal data not read alarm persisted. Theyremoved the fiber and continued transducer, and the patient was appropriately pumping". The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4).